Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device - 1 year, 7 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for hemolysis. The patient had a history of coronary artery disease, cardiomyopathy, atrial fibrillation, severe aortic stenosis status post bioprosthetic aortic valve replacement, chronic kidney disease, and chronic obstructive pulmonary disease. During the admission for hemolysis, the patient experienced a cerebrovascular accident causing dysmetria of the left lower extremity; however since the patient was unable to have an MRI due to the lvad, there was no definitive evidence of cva. The patient was discharged on asa, plavix, and warfarin, and was later changed to aspirin, brilinta, and warfarin. On (B)(6) 2017, the patient presented to an emergency room (ER) at an outside hospital due to sudden onset dysarthria and left facial droop. In the ER, a CT head scan did not show any evidence of a hemorrhage or acute infarct. Inr on presentation was 3.2. The patient was subsequently transferred to the implanting center and by the time of arrival the neurological symptoms had almost completely resolved. Anticoagulation was held for a planned pump exchange. The patient received a pump exchange on (B)(6) 2017 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned with the driveline cut approximately 3 inches from the pump end bend relief and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft conduit was not returned, except for the outflow elbow and screw ring. Examination of the device upon disassembly revealed a red deposition surrounding the bearing ball within the proximal side of the outlet stator. Its lack of laminated layering indicates that this deposition did not initially form in the outlet stator; however, the origin of this deposition could not be determined. Although a root cause for the development of the observed deposition could not conclusively be determined through this evaluation, it could have contributed to the reported hemolysis. However, a correlation between the deposition and reported stroke could not be determined. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.